Manufacturer narrative:
(B)(4). G2: foreign: canada the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded shaft was damaged. It was reported that there was no patient involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h6. Visually verified item lot combination and reviewed manufacturing date. Item exhibits signs of use (scratches) and confirming complaint is fractured, not all pieces returned. Performed dimensional analysis results are within specification. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.